Event description:
Additional information received indicated surgical intervention occurred, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, surgical intervention may occur later.

Manufacturer narrative:
The fsca number is pending.

Event description:
Upon retrospective review, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
The fsca number is included in this report.

Manufacturer narrative:
The report of inoperable ipg due to eol (end of life) was confirmed. A longevity calculation and analysis of the returned ipg confirmed normal battery depletion to the end of life (eol). This complaint was identified in CAPA 137104 complaint review for late eri notification for orion ipgs. As a result of this finding, abbott is performing further investigation. The ipg did not meet the calculated number of expected days between the occurrence of eri and the occurrence of eos.

Manufacturer narrative:
The report of inoperable ipg due to eol (end of life) was confirmed. A longevity calculation and analysis of the returned ipg confirmed normal battery depletion to the end of life (eol).